Event description:
It was reported that there was a lead fracture. The lead was capped. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 7070 competitor lead, implanted: (B)(6) 2009; 1888tc competitor lead. (B)(4).